Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. On the evening of (B)(6) 2023, the patient had severe cramps and experienced and an insulin shock described as convulsions, and loss consciousness. The patient stated that he did not receive any alerts around this time that the blood sugar was low. The patient woke up by himself treated himself with nutrition that was rich in sugars. There is no documentation that further treatment was necessary and there is no documentation that the patient went to the hospital for this event. There is no cgm reading and no blood glucose reading reported, but it is reported that the cgm reading did go past the alert threshold. No product was provided for evaluation. Data was provided for evaluation. A review of performance data shows that the patient's always sound feature was disabled at the time of the incident and his low alert was set to 3.8 mmol/l. At 7:20 pm on (B)(6) 2023, the patient's estimated glucose values (egvs) dropped below the user low alert threshold and he received a visual low alert with an egv of 3.4 mmol/l. At 7:25 pm, the patient received a second visual low alert with an egv of 3.5 mmol/l. The reported complaint was not confirmed. The probable cause of the alleged issue was determined to be use error as the patient's always sound feature was disabled. The device performed as intended and functioned within specifications and patient settings. No additional patient or event information is available.